Event description:
It was reported that during a gastrectomy procedure, the device cut but only stapled partially. A competitor's instrument was used to end the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.